Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 239 cm (94") ext set w/4-gang 4 way stopcock manifold, 8 clave¿ clear, check valve, 4 anti-syphon valves, spin luer where it was reported during use the middle central line tubing disconnects from the cap near the catheter of cvc (central venous catheter). The event occurred on a sedated patient receiving curare who had the central line in place for 5 days. There was a leak of the medication but no contact with the patient or healthcare provider (use of gloves). The disconnection occurred at the level of the screw thread of the line at the central line, the screw thread remained in place and the middle line tubing became disconnected from the screw thread. The nurse noticed the disconnection very quickly because she was in the room at that time. No visible default on the device before use and the packaging is undamaged. No tear, no cut and no hole on the device was noted. The tubing was replaced, and treatment resumed immediately. No delay in therapy, no blood loss was reported. There was patient involvement, however, no harm reported.

Manufacturer narrative:
Received one used list# unknown ext set for inspection. As received, the male luer at the end of the set was missing. Evaluation of the bond showed spotty solvent coverage. The reported complaint can be confirmed. The probable cause is due insufficient solvent coverage during manual assembly. A device history lot review could not be conducted because no lot number(s) was/were identified. D9: device returned to manufacturer on 5/9/2024. Corrections: d4 UDI is unknown due to no list or lot number being provided by the customer. D4 catalog number.